Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced for peritonitis coincident with therapy for peritoneal dialysis (pd). The patient was not hospitalized for the peritonitis. On an unreported date, the patient was treated with vancomycin and tazact. At the time of this report, the patient was recovering from the peritonitis.